Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had fluid around his inflatable penile prosthesis (ipp) pump. A surgical procedure was performed in which it was noted that there was no leak in the device and it was not infected. A sample of the fluid was sent to culture. The results of the test are not available. The physician removed and replaced the pump component. There were no additional patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had fluid around his inflatable penile prosthesis (ipp) pump. A surgical procedure was performed in which it was noted that there was no leak in the device and it was not infected. A sample of the fluid was sent to culture. The results of the test are not available. The physician removed and replaced the pump and reservoir. There were no additional patient complications.